Manufacturer narrative:
The device is expected to be returned. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump indicated a data log corruption. There was no adverse impact to the customer's blood glucose level. Reportedly, customer continued using pump for insulin therapy.